Manufacturer narrative:
Additional narrative: the date of event was reported as unknown in the initial medwatch, the date of event is (B)(4) 2016. During subsequent follow-up, it was reported that the event occurred during an orthopedic surgical procedure. It was further reported that the device was unable to spin with the battery inserted and the grip handle was warm to the touch. There was no delay to the surgical procedure and a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the battery reamer device was heating up easily. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device worked intermittently but did not get warmer than usual, the trigger was sticking, the control unit was shorted out intermittently and there was an unknown substance found on the internal components. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component wear from use and servicing over time and improper cleaning methods. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.